Event description:
Caller reported a malfunction on pump, possibly due to the pump becoming too cold, which led to recurring issues even after reset attempts. Blood glucose levels did not exceed 500 mg/dl, indicating the customer¿s blood glucose level was not adversely impacted. Technical support assisted the caller with resetting the pump and provided information on backup insulin therapy methods. Pump was confirmed under warranty, and a replacement pump with updated software was arranged to be sent to the caller. Customer was instructed on returning the malfunctioning pump and was informed about the steps for using the new pump.